Event description:
A tmj revision surgery was performed due to the patient experiencing pain. The surgeon replaced the standard mandible implant with a narrow mandible implant.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.